Event description:
It was reported that the patient vomited and passed out on the way home from the hospital after a staged trial. The patient was treated by ems and nothing was found wrong at the time. The patient then proceeded to go home and pass out again. The healthcare provider (hcp) felt it was due to the anesthesia. It was also mentioned that during the trial, the patient had heart palpitations when the left lead was connected. However, the patient had no issue when the right lead was connected. The patient's status was reported as good and the patient was implanted today without issue. The implant was connected with the right lead; the left lead remained in the body. Additional information received reported that no malfunctions were seen or reported. The patient had a successful test and regained full and normal bladder control and went to full implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# va08t0c, implanted: 2013-(B)(6), product type lead product ID 3093-33, lot# va04uxg, implanted: 2013-(B)(6), product type lead.